Manufacturer narrative:
(B)(4). The manufacturing location was unknown. The device manufacture date is unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the compact air drive device had an unspecified malfunction. There were no delays in the surgical procedure as a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. An assessment was performed on the device and it was found that the reverse locking mechanism was blocked. It was also noted that the device failed pre-repair diagnostic tests for check the attachment coupling, check attachment coupling with attachments, check reverse locking mechanism, check for air leak, check triggers for forward / reverse mode, check for excessive noise, check the power with test bench. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.